Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/29/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional b5 narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. During the procedure, the suture broke during sewing wound in the open reduction and internal fixation for right lateral malleolus fracture surgery. There were no adverse patient consequences reported. No additional information was provided. H3 evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in mwr-2210968-2020-09728, 2210968-2020-09729, 2210968-2020-09731, 2210968-2020-09732, 2210968-2020-09733, and 2210968-2020-09734. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke during sewing wound in the open reduction and internal fixation for right lateral malleolus fracture surgery. There were no adverse patient consequences reported. No additional information was provided.